Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Root cause of the issue cannot be identified. The probable cause of the reported issue is that the digital light source cable between the video system center and light source was insufficiently connected, and function relating to displaying of endoscope images such as scope detection did not normally function. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation, the cv-190 evis exera iii video system center would not give an image when it was setting up on a provation system. According to the user he was using printer out rgb cable from the cv-190 to the provation system. Olympus technical support engineer assisted the user by providing troubleshooting steps to help resolve the issue however, the problem was not resolved. In a follow up, the user reported that he was able to resolved the issue by replacing the clv-190 light source. No further details provided other than the issue was resolved by replacing the clv-190 light source device. There was no patient involvement reported on this incident.